Event description:
It was reported that the patient presented in clinic for follow up. Upon review, remote transmission revealed high capture threshold on the right ventricular (rv) lead. X-ray was performed and revealed a dislodgement of the rv lead. The patient presented for a lead revision procedure. During repositioning procedure, the lead's helix was not able to extend. The physician explanted the right ventricular (rv) lead, and a new lead was implanted. There were no patient consequences.

Manufacturer narrative:
The reported events were dislodgement, inadequate capture, and helix mechanism issue. Final analysis found as received, a complete lead was returned in one piece for analysis. The reported event of inadequate capture was not confirmed while the reported event of helix mechanism was confirmed. Visual inspection of the lead found the helix to be fully extended and clogged with blood/tissue. X-ray examination found the over-torqued inner coil consistent with procedural damage. After cleaning, helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.

Manufacturer narrative:
Correction: please correct this report. New information received noted the correct serial number for this report should be (B)(6) not (B)(6) as previously reported in manufacturer report number 2017865-2025-11159 submitted on jan 23, 2025.